Event description:
The reporter indicated he was notified by nurse that shock button did not function as it should. The reporter stated that he could not duplicate the problem but wanted to replace the main keypad, and the user interface pcb assembly connected to it. There was no report of a patient associated with the reported incident.

Manufacturer narrative:
The customer declined an offer of service from physio-control. Physio supplied part number information to customer for repair.